Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other relevant device(s) are: controller ac adapter/ unknown/ model #1430us / exp. Date: unknown/UDI#: unknown . (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller ac adapter was not working. When the ac adapter was connected, the controller monitor went blank and emitted a loud alarm. The patient exchanged power sources. The controller and the ac adapter remain with the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and an unknown controller ac adapter were not returned for evaluation. Log file analysis revealed a controller power up and motor start event on (B)(6) 2017 at 22:03:27. The data point prior to the controller power up, logged at 21:50:14, revealed that one battery was connected to power port one (1) with 99% relative state of charge (rsoc) and another battery was connected to power port two (2) with 66% rsoc. The data point after the controller power up event, logged at 22:04:01, revealed that no power source was connected to power port one (1) and the battery which was previously connected to power port one (1), was connected to power port two (2); the patient was without power for 7 seconds. It's possible that the patient disconnected one of the batteries to connect a controller ac adapter, however, this could not be confirmed during log file analysis. Based on the available information, the reported loss of power was confirmed. The most likely root cause of reported event can be attributed to a disconnection of both power sources from the controller during a power source exchange. Additional products: unknown, controller ac adapter h6: method code(s): FDA 4112; FDA 4114 h6: result code(s): FDA 213 h6: conclusion code(s): FDA 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: b3. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.